Event description:
(B)(6) 2026: information was received from patient (pt) regarding an implantable neurostimulator (ins) the reason for call was patient stated they had an appointment with their hcp and patient stated that they lost a lot of weight and their implant was superficial on the skin. Patient stated that there was a tiny skin and the ins moved and rotate sideways especially if patient changed position on their sleep. Patient stated that their hcp asked them to call if there's anything we can help. Patient then mentioned that they are getting more pain than they used to have. Patient said that pain was from where the position of the ins to their shoulder blade like a 7-8 pain level. Patient confirmed issue has started and getting worst about 3 months and they continuously loosing weight as well. Agent reviewed information and provided national answering service details to page a manufacturer representative (rep). 2026-feb-17: additional information was received from the patient. The reason for call was patient reported that about a month ago they were unable to complete implant charging because the paddle became excessively hot, requiring them to stop midway through the process. Patient didn't have the device at the time of the call. Advised to call back when they have the device available to proceed with the replacement. Patient called back to provide the serial number of the wireless recharger. Patient wanted to clarify that the device which was getting warm during the charging sessions was their implanted battery, not the wireless recharger itself. Ins has been shifting around due to weight loss and caused the patient additional pain, so they are going to need to have a revision surgery (may need larger/different 'pocket'). Patient additionally said their hcp asked them to contact the manufacturer to see if anything could or needed to be done over the phone to facilitate assistance or programming of therapy. Agent reviewed information and redirected the patient to have the hcp contact the manufacturer with any questions/concerns they may have, or to request a representative (rep) to be present. Agent closed case.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.